Event description:
Oxygen sensor probe failed to work. It was brand new, right out of box from the manufacturer. Another probe was connected and it worked properly. The manufacturer will be contacted.